Manufacturer narrative:
The reported event of stretched helix was confirmed while the reported event of positioning failure could not be confirmed. The leadless pacemaker was returned for analysis. Visual analysis of the helix noted that the helix was out of specification; helix elongation is consistent with having occurred during procedure. The docking button was measured and found to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) lost position while testing for electricals. The helix on the lp was observed to be stretched once the protective sleeve was advanced. The lp was removed and a different lp was used to complete the procedure. The patient was in stable condition.